Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The logbook displays a duplicate bolus of 13:11 - 5.2 iu standard bolus; 13:13 - 5.2 iu standard bolus. Caller is adamant the first bolus was not delivered. No adverse event was reported. The infusion device was requested to be returned for product evaluation.